Event description:
A caller reported a malfunction on a pump with a malfunction code displayed as malf 16. There was no reported information on whether the issue impacted the customer's blood glucose levels. Since the pump was part of a field correction, customer technical support provided the caller with pump reset information and planned to follow up once the customer was at home with the charging cable. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.